Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('the patients has previous essure done and she still has gotten pregnant/patient was diagnosed with ectopic pregnancy') in a (B)(6) -year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included weight gain, micturition frequency increased, nausea, suprapubic pain, multigravida, c-section (c-section x 2), parity 2, miscarriage and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced device expulsion ("one of the coils fell out 3 months later"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device and device expulsion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device expulsion and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: (B)(6) 2016: laparoscopic bilateral tubal ligation. Per op note: "the patient has previous essure done and she still has gotten pregnant. Apparently one of the tubes was not able to be cannulated and the other was. The patient could not remember which tube was cannulated." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2021: mr received. Reporter information, medical history added. Event: one of the coils fell out 3 months later added. Previously reported event pregnancy with contraceptive device updated to event ectopic pregnancy with contraceptive device. Pregnancy details updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('the patients has previous essure done and she still has gotten pregnant/patient was diagnosed with ectopic pregnancy') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included weight gain, micturition frequency increased, nausea, suprapubic pain, multigravida, c-section (c-section x 2), parity 2, miscarriage and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced device expulsion ("one of the coils fell out 3 months later"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device and device expulsion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device expulsion and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: (B)(6) 2016: laparoscopic bilateral tubal ligation. Per op note: "the patient has previous essure done and she still has gotten pregnant. Apparently one of the tubes was not able to be cannulated and the other was. The patient could not remember which tube was cannulated." Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.